Event description:
It was reported that the implantable pulse generator (ipg) and the lead "responded" during a CT scan procedure concomitant with cancer radiation therapy. There was an alleged "sharp increase in pacing rate." Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).